Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture, and chest injury. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent unspecified breast surgery with unknown size unknown gel implants smooth on both sides and experienced bilateral breast implant rupture. The patient experienced chest injury when her chiropractor pressed really hard on her back. As a result, the patient underwent bilateral explantation and replacement with catalog number 3544250; serial number (B)(4) on the left side and with catalog number 3544250; serial number (B)(4) on the right side on (B)(6) 2009. This medwatch report is for the patient¿s right-sided device.